Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported two false positive results on the alinity m sars-cov-2 assay. The first false positive was from (B)(6), where a patient tested positive, but fell ill again at the end of (B)(6), testing positive on both (B)(6), which made the treating physician suspect the result from (B)(6) could be false. The curve was not suspect in this case. The second false positive was for a different patient who tested positive on (B)(6), but tested negative on (B)(6), which led the attending physician to believe that the (B)(6) test was a false positive. The curve in this case was flat and late. There has been a report of impact to patient management as both patients were quarantined. This incident is being reported to FDA because the incident occurred in sweden using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: review of the customer result log files was performed. The review of the data demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 512898 is performing as expected. The assay reagents performed as expected and met the assay specification requirements. The sample results that were questioned and evaluated displayed late cycle number target amplification and may represent low titer samples that are near the lower limit of detection (llod) for the assay. There is no indication that lot 512898 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512898 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 512898. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512898 and its components was performed and did not identify any internal or post-production use issues related to this issue and these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 512898 did not identify any additional complaint tickets related to the reported complaint. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512898 was not identified.